Event description:
A consumer reported through social media that following bilateral intraocular lens (iol) implant procedures, the consumer has double vision and blurry vision. The consumer reported having to use a magnifying glass to use the computer. No reporter contact info was provided since the event was received through social medical; therefore, no f/u could be conducted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. No reporter contact info was provided since the event was received through social media; therefore, no f/u could be conducted. (B)(4).